Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The used monarch iii (d) cartridge was not returned. There is no indication that the monarch iii (d) cartridge was related to the event. The reporting facility provided the information that the vitreous humor tested positive for two bacteria mrcns and escherichia coli (e. Coli). Information was also provided that event has resolved. The investigation of causality is ongoing but the physician suspects operating room air conditioning. Therefore, he asked the professional vendor to investigate the air conditioner and replaced the filter of it. The investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the patient developed endophthalmitis two days after the epiretinal membrane (erm) and cataract combined surgery. The patient developed intraocular inflammation, therefore intraocular rinsing was performed, and antimicrobial agents were administered. The patient's eye was confirmed to be improving.